Event description:
During remote monitoring, episodes of noise were observed on the atrial lead. Atrial lead damage was suspected. Abbott technical support was contacted and recommended further investigation via provocative testing, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.